Event description:
The customer reported erroneously elevated high triglyceride (tg) results, for two patients, involving unicel dxc 600i synchron access clinical system. Subsequent testing of the patient samples on an alternate unicel dxc 600i unit recovered lower results. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse completed performance verification test 3 (pvt 3) and discovered carryover on the cartridge chemistry (cc) mixer wash station and the cc sample probe and replaced both parts. The fse performed triglyceride calibration and quality control (qc) within the mean. The customer has not reported further issues. The unit conformed to the manufacturer's published performance specifications.